Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the unclear fiber pulled event reported by the customer is confirmed based on the identified tip assembly detachment from the fiber. The fiber tip assembly was returned and burning marks and debris were noted on the metal tip around the output window. It is probable that the tip assembly detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including metal/glass cap detachment. According to the instructions for use, ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip assembly was detached from the fiber and returned separately. There were also some burning marks and debris noted on the metal tip around the output window. The fiber was functionally tested with the hene (helium neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU warns the user: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Do not bury the tip of the fiber into the tissue. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). There is no evidence that the device was used in a manner inconsistent with the labeling. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass/metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the fiber pulled on a side after 60,000 joules of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith effort. The fiber was returned and analysis identified detachment of the tip assembly.